Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain. On an unknown date, antibiotic treatment and pd therapy were discontinued. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and pain. A day after the event onset, the patient was treated with meropenem injection (500mg, in two bags each day, intraperitoneal), amikacin injection (100mg, in two bags each day, intraperitoneal) and vancomycin injection (1gm, weekly, 2gm in two divided doses). Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. No additional information is available.